Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pain for some time. Both femoral stem and acetabular cup removed with much difficulty. Cement mantle well fixed to stem - removed together.